Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed supplies to address the occlusion alarms. Customer also reported using fiasp insulin. Tandem customer technical support informed customer that fiasp is off-label per the user guide. There was no reported adverse impact to customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed supplies to address the occlusion alarms. There was no reported adverse impact to customer's blood glucose level.